Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was in the 500's mg/dl. The customer current blood glucose is 392 mg/dl. The father stated that his daughter would bolus and her blood glucose would not come down. The insulin pump will not be returned for analysis.